Event description:
Related manufacturer reference number: 2017865-2021-38500. It was reported the atrial lead and right ventricle lead exhibited high capture thresholds. Both the atrial and right ventricle leads were explanted and replaced.